Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the screen had gone black. A field service engineer (fse) had disconnected the auxiliary, the station powered up, and the auxiliary half height enhanced drawer 1.1 was found to have a faulty drawer board, the drawer controller board was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es icu3_whh displayed black screen and remote smart service shown offline. The customer attempted to power the unit on and off and also tried using a different power outlet, but the issue remained the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es icu3_whh displayed black screen and remote smart service shown offline. The customer attempted to power the unit on and off and also tried using a different power outlet, but the issue remained the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.